Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.5, ref: 4.3, mean: 2.9, confidence limits: 1.8 - 4.2, result: fail; (B)(6) 2012, 1.8, 3.8, 2.8, 1.7 - 3.8, pass. Reported results from testing (B)(6) 2012 are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. Reported results from testing (B)(6) 2012 are within the confidence limits for passing accuracy comparison; results are not considered discrepant within context of the documented variability for inr testing. User reported add'l results from multiple different dates of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these other reported results is appropriate. No product associated with the complaint is expected to be returned. In-house therapeutic donor testing has been performed on reported lot 272216 on (B)(6) 2012. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Analysis of client's data from inratio and reference method revealed that one of total two test results did not meet accuracy criteria. Timing between the two tests was not available. Customer also reported occasional using of incorrect gauge lancet. Inratio only validate lancet sizes are twenty one (21) or twenty three (23) g lancet. It may affect test accuracy if incorrect size lancet used. Root cause could not be determined. For no product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. Fifty four (54) discrepant result complaints were reported for lot 272216 yielding a complaint rate of 0.05347%. This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt self tester's therapeutic range is 2.0 - 3.0.